Event description:
It was reported that the ht70 ventilator screen can not boot up completely. The customer did not provide patient involvement informa tion. The single board computer needs to be replaced. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.